Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller and batteries in relation to the reported event. Thorough external visual inspection of the products revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the products met all requirements for release. The controller passed all functional testing. Functional testing revealed that battery (B)(4) contained a faulty cell pair.

Event description:
This event involved a patient 49 months post heartware lvad implantation, who experienced a change of power source in the controller earlier than expected. The batteries were exchanged for new ones, with no harm or injury to the patient.

Manufacturer narrative:
The device has been received and evaluation is ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt.